Event description:
The user received a false negative folate result for one patient sample. The initial result was <1.5 (1.45) nmol/l, repeat result was >45.3 (45.40) nmol/l. No information was provided to determine if erroneous results were reported or if the patient was adversely affected. The folate reagent lot number was 156965. It was noted the user was not using the recommended sample rack adapters.

Event description:
During troubleshooting, caller reported missing/darkened elements of the meter screen display. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.